Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use, sheath was in the left atrium. A 7.5 french mapping catheter was inserted to map the left atrium. The catheter was removed and faradrive was inserted. At this point during the aspiration of the sheath with a syringe, air bubbles were being pulled back. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.